Manufacturer narrative:
Reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula detached and slightly bent. Evidence of torque marks were present on the handle cannula. Functional testing could not be performed due to the handle cannula detachment. The complaint was confirmed, the handle cannula was detached from the cautery connector; this condition does not allow the device to be actuated. The most probable root cause of this event is manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during a colon cancer mucosectomy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the snare loop could not be retracted when they performed a functional test. It was noted that the wire inside the handle was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during a colon cancer mucosectomy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the snare loop could not be retracted when they performed a functional test. It was noted that the wire inside the handle was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.